Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
Additional information received in a letter written by the patient states that "the implant has restricted motion at the treated level; on tilt right, the space between the two articulating components in the ball-and-through configuration are barely-to-none (metal on metal) on neutral and flexion.

Manufacturer narrative:
A review of imaging study notes single negative xray showing artificial cervical disc at c5-6 and an interbody device at c6-7. Xray is a flexion lateral showing the artificial disc in good position. Slight rotation is noted. C6 disc component extends slightly more posterior, however xray is non-diagnostic.

Event description:
It was reported by the patient that the patient underwent a procedure for artificial disc replacement at c5-c6 and a fusion at c6-c7 with a peek interbody device. Approximately 26 months post-op the patient is complaining that she cannot turn her head to the right. No other information was provided.